Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was connected to the mobile power unit (mpu) and the controller experienced a no external power alarm. It was also reported that the power cord was connected to both the mpu and the wall during the event. The mpu was exchanged and there were no further alarms. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusions: the reported event of a defective mpu was confirmed. (B)(6) was tested under work order (B)(4) on 02dec19. The unit was found to not boot up as intended. The power supply was found to be defective so it was replaced and the issue was resolved. A full functional checkout was performed. The unit passed all tests. All old labels were cleaned and removed. All tests were performed per procedure. The pcb (printed circuit board) was evaluated. The pcb was installed into a test mpu and there was no power to the unit. The evaluation of the primary side of the power supply revealed an open fuse f1. Due to causing damage to the pcb during troubleshooting, it cannot be determined what caused the open fuse. No further troubleshooting was done. The root cause of the reported event was determined to be damaged components in the mpu pcb; however, the root cause of the damage cannot be conclusively determined through this investigation. No further information was provided. The manufacturer is closing the file on this event.